Manufacturer narrative:
Additional information provided by the physician indicates that the patient has a non-healing wound on her right elbow that she has had for two years. The physician further indicates that there have been multiple therapies used on the wound. He also indicates that there were no signs of clinical infection when v.a.c therapy was initiated. The patient was on v.a.c. Therapy for four days. The physician further indicates that when v.a.c therapy was discontinued the patient had a serious infecton that cultured out as mrsa. The patient was hospitalized for sharp debridement of the wound and intravenous antibiotic therapy. The patient is still under care for the wound. The physician reportedly believes that v.a.c therapy was ineffective for this wound. There was no indication or report of a device malfunction. The device was found to be operating properly and within specifications when tested upon return to the kci service center. We are reporting this incident because of the timing of the infection in relation to the initiation of v.a.c therapy.

Event description:
A diabetic patient with a chronic wound that had not healed in two years was placed on v.a.c. Therapy and reportedly developed a staph infection.